Event description:
It was reported that the patient was experiencing more pain in the l3-l4 area and the patients disease had progressed. No incident was attributed to the increase in pain, and the physician does not feel the patients increase pain is related to the device. The patient underwent an explant procedure of the superion indirect decompression device and was doing well post operatively. The explanted device was kept by the hospital and will not be returned.